Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed high defibrillation impedance on right ventricular lead. No changes or intervention was performed; the lead will continue to be monitored. The patient condition was stable.